Event description:
It was reported that patient fell hard and dislocated zimmer femoral head from mdm plastic liner.

Manufacturer narrative:
An event regarding disassociation involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: it was reported that the patient suffered a fall whereby a competitor head disassociated from the adm polyethylene liner, the exact cause however could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient fell hard and dislocated zimmer femoral head from mdm plastic liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.